Event description:
It was reported that the patient had a problem at her last refill. The patient asked to lie on the bed which was not normal, and needed help out to her car, which was not typical. The patient lost her memory, fell to her knees and had to be lifted into her car. The nurse called the patient's family doctor. The patient went directly to the emergency room and was taken to another emergency room. The patient was treated for high blood pressure and memory loss. The patient does not remember being in the hospital. This had never happened before. The patient asked the refill nurse several times what was wrong, but didn't get an answer. There was no known medication or dose change. There was no return of pain symptoms.